Event description:
It was reported that, "the surgeon was using the universal rod with the reduction spoon inserted in the femoral canal to reduce a 3 segment mid shaft femoral fx. While rotating the rod and spoon clockwise, the physician attempted to remove the rod and spoon when they became lodged in the canal. After trying to rotate and backslap the rod to remove the rod and spoon, the rod broke free and the reduction spoon remained in the patient's femoral canal reduction spoon was broken off with the threads from the rod still in the end of the spoon. After trying to remove the spoon with a guide wire and several other instruments, the patient's leg was opened at the fracture sight and the spoon was extracted through the.....

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report. In '08 same patient went as MDR 9610622-2008-00211.